Manufacturer narrative:
No critical pump error (open book image) alarm or blank display noted during boot up. Pump was received with unable to rewind during testing. Unable to perform the displacement test, rewind test or prime/seating due to unable to rewind. High operating current found during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 53 alarm found in the pump history file/trace on (B)(6) 2023 at 08:42:36. Pump error 53 alarm due to software error (line number 5632 file number 2005). (3) failed battery test alarms found in the pump history file/trace on (B)(6) 2023 at 08:41:13, 08:41:41 and at 08:42:39. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor assembly and force sensor assembly.force sensor zero offset not within specification (0.4 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, scratched case and minor scratched lcd window. Blank display not confirmed. Critical pump error (open book image) alarm not confirmed. Unable to rewind due to moisture damage on motor/force sensor assembly. High operating current due to moisture damage on electronic assembly. Exposed to moisture confirmed on the pcba 1, pcba 2, motor assembly and force sensor assembly. Cosmetic damage found on the pump case. Pump error 53 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was facing an issue with blank display on the pump. Customer stated that pump fell on the pool and would not turn on. Customer also received a open book critical pump error. No harm requiring medical intervention was reported. Troubleshooting was performed and explained that the insulin pump performed safety checks and the error was found. Advised customer to replace pump. The customer will discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.